Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, a cardiac perforation occurred resulting in cardiac tamponade and ventricular fibrillation. The implant procedure was halted, and the patient underwent cardiac surgery to repair the perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 407645 implantable lead implanted: (B)(6) 2013; product ID 439688 implantable lead implanted: (B)(6) 2013. (B)(4).